Event description:
Groin hematoma immediately post uae. Vaginal bleeding for two days uae. Now two years four months later, nothing resembling normal menstruation occurs with occasional blood in the vagina. Fsh, lh, ana normal. Steady weight gain post uae 20 pounds to date. Swelling of the feet began eight months ago, and now there is additional swelling.